Manufacturer narrative:
As reported in a research article, a patient had a resection of the subaortic stenosis 9 months after valve implant, and again when the valve was explanted 3 years later. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying 15mm masters valve that may be related to surgical intervention post procedure. Details are listed in the article, titled "mitral valve replacement with the 15-mm mechanical valve: a 20-year multi-center experience." One of the patient was diagnosed with congenital mitral stenosis and regurgitation and had respiratory insufficiency. The patient was intubated and admitted to the ICU on the day of birth and received a 15-mm mv prosthesis at 4 days of age. Resection of subaortic stenosis was performed 9 months after the index surgery. The patient was maintained with a 15-mm valve for 3.0 years, at which time a 21-mm sjm prosthesis was implanted to replace the 15-mm valve and a second resection of subaortic stenosis was performed. The patient remains well with the 21-mm prosthesis at age 15 years with a mean gradient of 8 mm hg. Left ventricular function is good and there are no signs of pulmonary hypertension.